Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultrasmart meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at 7:30am. The patient alleged obtaining an inaccurate results of "115, 130, 170, and 90mg/dl" with the subject meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision. The patient manages her diabetes with diet and/or exercise alone. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of "sweats and headache" 40 minutes after the product issue. The patent alleged self-treatment with insulin in (B)(6) 2015 at 10am. The patient also confirmed another device was used (doctors/clinic meter), the meter readings are unknown. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the correct approved sample was used. The cca found the patient testing steps were incorrect; the patient was using alcohol swabs. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 4. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 4 supplemental sent to correct information previously omitted from follow up 2; the retain test strips passed all testing. The appropriate evaluation code is included in this supplemental.

Manufacturer narrative:
The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution, not above as reported in follow up #2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.